Event description:
As reported, in 2008, this pt underwent endovascular repair of a thoracic aortic aneurysm using gore tag thoracic endoprostheses a gore tri-lobe balloon catheter was reintroduced to attempt to seal a leak. Upon insertion, the balloon catheter pushed one of the devices in the pt's ascending aortic arch, unintentionally covering the left innominate artery. The physician chose to bridge the two grafts with an additional endoprosthesis, and an innominate artery bypass was performed. The pt tolerated the procedure.